Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a patient presented with tass following cataract surgery, in the right eye. Additional information was received from the customer. Postop onset noted less than 14 days. The patient underwent a vitreous tap and received antibiotic injection. Culture results were negative. The patient ended up requiring an anterior vitrectomy due to persistent vitreous floaters, one month later. The patient was prescribed a steroid, antibiotic, and nsaid eye drops postoperative.

Manufacturer narrative:
The customer stated that a tass consultant completed a process review and did not find an error, but made suggestions for handpiece cleaning. A company representative provided the customer with information regarding cleaning and handling of the phaco handpieces. The customer stated they are unsure which product may have contributed to the event. The most common causes of tass are identified as follows in order of prevalence: inadequate flushing of phaco, irrigation/aspiration handpieces and cannulated equipment, use of enzymatic cleaners and detergents, use of reusable cannulas, inadequate cleaning of instruments, use of preserved epinephrine, reuse of single use devices, use of tap water with no sterile water final rinse, inadequate personnel or trays to allow proper preparation of instruments, no immediate cleaning allowing ophthalmic viscoelastic device (ovd) and surgical solutions to dry on instruments, use of preserved medicines in the eye, reuse of tubing for flushing, latex bulbs for irrigation, not training, no terminal sterilization, instruments stored on towels, touching of iol or patient contact areas of instruments with gloved hands, off-label use of lidocaine gel, poor instrument maintenance, autoclave residue, rust, particulates, lint, use of powdered gloves, additives added to balanced salt solution against directions for use (dfu) , improper use of prep solutions, detergents and cleaners, failure to follow manufacturer¿s directions for use, including no air flush, use of unapproved enzymatic cleaners, use of postoperative ointment in clear corneal cases, povidone-iodine placed in the eye at the end of procedures, incorrect concentration of detergents and enzymatic cleaners. The company phacoemulsification systems are closed systems. They are operated with a sterile single use consumable cassette which is designed to isolate the patient fluid path from the console itself. Any surgical instrumentation that would come into contact with the patient would be cleaned and autoclaved by the user prior to surgery, per standard industry practices and company directions for use (dfu). The proper cleaning and sterilization of ophthalmic surgical instruments can help prevent the occurrence of tass. These findings continue to validate the need to follow the recommendations detailed in the dfus, aorn recommended practices, and the ascrs tass task force guidance document. The phaco handpiece serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. The I/a tip was not returned for evaluation. The lot number (l/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. The irrigating cannula was not returned for evaluation; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. All assemblies are 100% inspected by trained operators. The 2.4 angled knife was not returned for evaluation; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. The 27 angled tip was not returned for evaluation; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. All assemblies are 100% inspected by trained operators. The I/a handpiece sample was not returned for evaluation; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a lot number history review could not be conducted. The cassette sample was not returned for evaluation; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot number history and complaint history reviews could not be conducted. All system procedure paks are single-use devices provided to the customer in a sterile manner. The cartridge was not returned for evaluation. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The intraocular lens (iol) was not returned for evaluation. The customer indicated the use of a qualified intraocular lens (iol) model. The iol product history records were reviewed and the documentation indicated the product met release criteria. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).